Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leakage occur during chemo medication infusion. Leakage occur at the needle free connector without connection any device. Patient status/ intervention: change new kit. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. Ten 22g x 3/4 w/y-site safestep infusion sets were returned for evaluation. Nine of the returned samples were in sealed packaging. The sample returned opened showed no signs of use and during the investigation, did not leak. The samples did not show signs of damage and were likely same lot samples. Without the original sample returned, this investigation will be unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the leakage occur during chemo medication infusion. Leakage occur at the needle free connector without connection any device. Patient status/intervention: change new kit. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that the leakage occur during chemo medication infusion. Leakage occur at the needle free connector without connection any device. Patient status/ intervention: change new kit. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf033 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in taiwan.